Event description:
It was reported that during a da vinci-assisted surgical procedure, the system prompted customer to restart. System logs confirmed fiber communication errors. Technical support engineer (tse) recommended powering off and reseating the blue fiber connections and restarting. The customer called back after the procedure. When they undocked the system, the patient cart stopped communicating with the tower and console. They had replaced the blue fiber cable for the robot but that did not resolve the issue. They are getting a "system connecting, please wait for da vinci to be ready" message on the robot touchscreen. Tse walked customer through a hard reboot of the system and had them swap the blue fiber connections on the back of the tower to a different port. Customer then powered on the system from the robot power button and all components powered on together. However, they were still getting the same message on the robot touchscreen. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The common compute controller (ccc) was analyzed and in artemis, this communication failures was found and log indicating this failure did occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This vision side cart (vsc) ccc cfg was installed, and tested on the dv5 in house system where vsc tower cart failed to communicate and was not seen, to do any further testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of reported issue is attributed to a customer facing communication error caused by an electrical component failure of the ccc cfg. The issue was resolved by replacement of the ccc.